Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive no delivery alarm. After troubleshooting alarm persisted. Customer's blood glucose was 174 mg/dl. Insulin pump will be replaced.

Manufacturer narrative:
The pump was received with no esc and act button response due to a flattened button dome switch. The connector on the lcd board was inspected and no anomaly was noted. Unable to verify the excessive no delivery alarm and perform the functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements due to no esc and act button response. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.